Manufacturer narrative:
Section h3: not returned to manufacturer investigation. The following allegations have been investigated: acute bilateral pulmonary thromboembolism. New pe as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include but are not limited to: pulmonary embolism. Catalog number and lot number are unknown, however, the alleged celect-pt filter is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications, and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It is alleged that the plaintiff received a celect platinum inferior vena cava (ivc) filter on (B)(6) 2023. The patient expired (B)(6) 2023, and allegation of wrongful death against the product has been received. Per certificate of death dated (B)(6)2023, immediate cause of death: acute bilateral pulmonary thromboembolism due to deep vein thrombosis due to recent lumbar spinal stenosis surgery ten days ago; other significant conditions contributing to death but not related to causes: obesity and cardiomegaly. Hospital and medical records have been requested but not yet provided.